Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump had missing and stuck pixels that blocked graphics and text. There was no adverse impact to customer's blood glucose. There was no adverse impact to customer's blood glucose. The pump was replaced to address the issue.